Event description:
It was reported that customer was experiencing low battery issue on the replaced insulin pump. Customer stated, she used the battery that came with the insulin pump and next day the battery indicator was down to two bars. Customer replaced battery with new battery and next day it was down to one bar. Customer reported that she experienced low blood glucose. Customer's blood glucose was 82 mg/dl. Troubleshooting was done. It was found that the insulin pump alarmed low reservoir, low battery and check settings. Advised customer battery cap would be replaced. Customer called back and stated new battery cap did not resolve the issue. Customer reported that the insulin pump alarmed weak battery. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.